Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history record could not be performed as this incident was based on transcatheter valve therapy (tvt) registry data, and no device/lot information was provided. Based on available information, the surgical interventions and unexpected medical interventions were likely the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. H1: summary no. Of events.

Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history record could not be performed as this incident was based on transcatheter valve therapy (tvt) registry data, and no device/lot information was provided. Based on available information, the surgical interventions and unexpected medical interventions were likely the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Added exception #2015009.

Manufacturer narrative:
Dates estimated. The devices were not returned for analysis. A review of the lot history record could not be performed as this incident was based on transcatheter valve therapy (tvt) registry data, and no device/lot information was provided. Based on available information, the surgical interventions and unexpected medical interventions were likely the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported through transcatheter valve therapy (tvt) registry data that mitraclip devices may be related to 82 unplanned surgery or medical intervention events which is considered a serious injury. The relationship of the adverse events to the mitraclip device could not be determined based on the limited data received from the registry. Tvt registry data is reported as a summary per summary reporting exemption approval number - e2015009. No additional information was provided.